Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and the distal conductor connector pin was bent. It was also noted that the lead was damaged at implant.

Event description:
It was reported that the helix of the lead could not be retracted completely before an implant. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.